Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at a routine check, the patient complained of thumping in their chest which correlated with diaphragmatic stimulation. Both the right ventricular (rv) lead and the left ventricular (lv) leads were reprogrammed and remain in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.